Event description:
It was reported that pump displayed power source alert 07 while it was connected with tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into outlet known to work and leave it connected for at least 30 minutes, after which pump began charging successfully.